Manufacturer narrative:
It was indicated that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation in the event that the involved product is received and an evaluation completed, or if new information is obtained, a follow up report will be submitted.

Event description:
The customer reported difficulty obtaining readings, lengthy reading times, intermittent and incorrect readings, durability and stability issues with the construction of the product, adhesive issues, and increased alarms. No consequences or impact to patient were reported.